Event description:
It was reported that the bd insyte¿ autoguard¿ shielded IV catheter was ruptured prior to use. There was no report of patient impact. The following information was provided by the initial reporter, translated from portuguese to english: "the catheter came with ruptured silicone."

Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Manufacturer narrative:
H6: investigation summary a physical sample was not available for investigation but bd was provided with two photos of the issue for evaluation. A review of the device history record was performed for the reported lot, 1259147, and no quality issues were found during production. Our quality engineer reviewed the provided photos but could not identify any potential defects. The provided photos only showed the product packaging and labeling. There were no photos of the actual device provided. Without a photo of the actual device and failure the engineer could not verify the reported defect or determine a definitive root cause.

Event description:
It was reported that the bd insyte¿ autoguard¿ shielded IV catheter was ruptured prior to use. There was no report of patient impact. The following information was provided by the initial reporter, translated from portuguese to english: "the catheter came with ruptured silicone."